Event description:
The customer reported that a pt ECG alarm was expected but was not provided. The pt expired.

Manufacturer narrative:
(B)(4). The customer reported that a pt ECG alarm was expected but was not provided. The pt expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.